Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was 340mg/dl. The customer states they treated with manual injection. The customer reports the presence of motor position encoder error alarm. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube and a cracked reservoir tube lip.